Event description:
It was reported that the arthoplasty was revised due to midflexion instability. The components were implanted in situ for approx 8.3 yrs. The tibial insert, tibial tray and femoral components were revised. The pt presented with a ucla score of 6 three months prior to revision surgery and a maximum score of 6.

Manufacturer narrative:
It was noted that medical records and x-rays were not provided for review due to institutional irb and hippa regulations. The material adhering to the underside of the baseplate primarily looks like bone cement (beige in color) with some bone interdigitation (white). Based on the results of the eval, insufficient info was rec'd to confirm the reported event or determine a root cause. A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lots.